Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on (B)(6) 2018)') in an adult female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2018)). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria hospitalization, medically significant and intervention required) and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (robotic hysterectomy bilateral salpingectomy,). Essure was removed on (B)(6) 2018. At the time of the report, the uterine haemorrhage and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage and uterine leiomyoma with essure. The reporter commented: essure insertion details: bilateral tubal ostia were noted, and the essure device was opened. The device was deployed into the right tubal ostia without difficulty, four coils were noted after placement. Attention was then turned to the left tubal ostia where the essure coil was deployed in a similar manner and again 4 coils were noted after deployment. Surgical pathology report: proliferative endometrium. Focal adenomyosis. Intramural leiomyoma and adenomyosis. Cervix with immature squamous metaplasia, mild chronic inflammation, and nabothian cysts. Benign fallopian tubes with no significant pathologic change. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: showing bilateral tubal blockage.; in (B)(6) 2014: showing bilateral tubal blockage. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: "uterine hemorrhage and uterine leiomyoma". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: medical record received. Previously reported unspecified event ¿medical device removal¿ was updated to more specified events¿ uterine hemorrhage and uterine leiomyoma¿. This case was medically confirmed. Patient demographics, and reporter were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria hospitalization, medically significant and intervention required) and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (robotic hysterectomy bilateral salpingectomy,). Essure was removed on (B)(6) 2018. At the time of the report, the uterine haemorrhage and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage and uterine leiomyoma with essure. The reporter commented: essure insertion details: bilateral tubal ostia were noted, and the essure device was opened. The device was deployed into the right tubal ostia without difficulty, four coils were noted after placement. Attention was then turned to the left tubal ostia where the essure coil was deployed in a similar manner and again 4 coils were noted after deployment. Surgical pathology report: proliferative endometrium. Focal adenomyosis. Intramural leiomyoma and adenomyosis. Cervix with immature squamous metaplasia, mild chronic inflammation, and nabothian cysts. Benign fallopian tubes with no significant pathologic change. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: showing bilateral tubal blockage.; in (B)(6) 2014: showing bilateral tubal blockage.. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: "uterine hemorrhage and uterine leiomyoma". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.